Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), depression ("depression") and insomnia ("insomnia"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, depression and insomnia outcome was unknown. The reporter considered abdominal distension, depression, insomnia and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal/ underwent repair of right side of vaginal cuff which had arterial bleeding/ spotting after essure") and pelvic infection ("pelvic infection") in a 42-year-old female patient who had essure (batch no. 625898) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery, cesarean section, augmentation mammoplasty and drug allergy. Previously administered products included for an unreported indication: yazmin. Concurrent conditions included body mass index normal, dizziness and chronic cervicitis. Concomitant products included calcium w/magnesium (calcium magnesium), cocos nucifera oil (coconut oil), colecalciferol (vitamin d3), curcuma longa rhizome (turmeric), frovatriptan succinate monohydrate (frova), ginkgo biloba, lactobacillus acidophilus (microgenics probiotic 8), lorazepam, multivitamin, omega-3 triglycerides (omega 3 fatty acids), sambucus nigra (elderberry), sertraline, vaccinium macrocarpon (cranberry), valaciclovir, vitamin b12 nos and zolpidem tartrate (ambien). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), migraine ("migraine"), headache ("headache"), visual acuity reduced ("vision/eye problems type: bifocals") and weight increased ("weight gain"). In 2010, the patient experienced vaginal infection ("vaginal infection"), cystitis ("bladder infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced urinary tract infection ("urinary tract infection"), renal neoplasm ("tumor / teratoma / cancer type: kidney"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("depression"), insomnia ("insomnia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove the essure implant), surgery (ablation) and surgery (underwent repair of right side of vaginal cuff). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, depression, insomnia, headache, renal neoplasm, vaginal discharge and visual acuity reduced outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the pelvic infection, vaginal infection, urinary tract infection, cystitis, migraine and weight increased was resolving. The reporter considered abdominal distension, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, pelvic infection, pelvic pain, renal neoplasm, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual acuity reduced and weight increased to be related to essure. The reporter commented: on (B)(6) 2017: findings: uterus measure 8.9 x 5.4 x4.6 cm. Inhomogeneous echotexture nonspecific but could be seen in the setting of adenomyosis. There appear to be bilateral fallopian tube occlusion coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2017: gross description: a. Received is a container labeled with the patient's name and unit number and designated umbilical mole. ~t contains a 2.1 x 0.2 cm ellipse of skin 0.3 cm from one margin and 0.4 cm in diameter pigmented lesion. The specimen margins are inked blue and the specimen tip adjacent to the lesion is inked red. The lesion is sectioned and entirely submitted with closest margin in cassettes 1 and 2. The remaining skin is unremarkable and is entirely submitted in cassette 3. B. Received is a container labeled with the patient's name and unit number and designated uterus, cervix, bilateral fallopian tubes. It contains a uterus with attached cervix and attached bilateral fallopian tubes weighing 94 grams. Tt1e uterine corpus measures 4.5 x 5.5 x 4cm. Tile attached cervix measures 3.5 cm in length. The ectocervix measures 2.8 cm in diameter with a slit-like 0.8 cm os. The uterine serosal surface is smooth, tan and unremarkable. The ectocervical mucosa is white, smooth and unremarkable. The right fallopian tube measures 6.5 x 0.3 cm and left fallopian tube 6.5 x 0.3 cm. Within the tubal spaces are essure coils in their proper locations. Opening the uterus reveals an unremarkable endoe8fvieal canal. The endometrial cavity measures 3 x 2 x 0.3 cm. It has a suggestion of scarring possibly representing prior ablation. Sectioning tt18 wall reveals no intramural nodules. Representative sections are submitted as follows: cassettes 1 and 2 cervix, cassettes 3 througt1 7 and 16 through 20 endometrium in toto, cassettes 8 through 11 right fallopian tube, cassettes 12 u1rough 15 left fallopian tune. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, haemorrhage, vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events were clubbed with previously reported events. Events: vaginal haemorrhage, menorrhagia, cystitis, vaginal infection, urinary tract infection, pelvic infection, migraine, headache, dysmenorrhea, dyspareunia, renal neoplasm, vaginal discharge, corrective lens user, fatigue, weight increased, genital haemorrhage were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('pelvic infection'), pelvic pain ('pain'), menorrhagia ('menorrhagia/ heavy bleeding') and vaginal haemorrhage ('abnormal bleeding vaginal/ underwent repair of right side of vaginal cuff which had arterial bleeding/ spotting after essure') in a 42-year-old female patient who had essure (batch no. 625898-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, cesarean section, augmentation mammoplasty and drug allergy. Previously administered products included for an unreported indication: yazmin. Concurrent conditions included body mass index normal, dizziness and chronic cervicitis. Concomitant products included calcium;magnesium (calcium magnesium), cocos nucifera oil (coconut oil), colecalciferol (vitamin d3), curcuma longa (turmeric), frovatriptan succinate monohydrate (frova), ginkgo biloba, herbal urinary antiseptics and antiinfectives, lactobacillus acidophilus (microgenics probiotic 8), lorazepam, omega-3 triglycerides, sertraline, valaciclovir, vitamin b12 nos, vitamins nos (multivitamin) and zolpidem tartrate (ambien). In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced vaginal haemorrhage (seriousness criterion medically significant), migraine ("migraine"), headache ("headache") and visual acuity reduced ("vision/eye problems type: bifocals") and was found to have weight increased ("weight gain"). In 2010, the patient experienced vaginal infection ("vaginal infection"), cystitis ("bladder infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2017, the patient experienced urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have renal neoplasm ("tumor / teratoma / cancer type: kidney"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), depression ("depression"), insomnia ("insomnia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pyrexia ("fever"), chills ("chills/shivering"), haemorrhage ("blood loss/hemorrhaging") and mood altered ("moody"). The patient was treated with surgery (hysterectomy, ablation and underwent repair of right side of vaginal cuff). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, vaginal infection, urinary tract infection, cystitis, migraine and weight increased was resolving, the pelvic pain, abdominal distension, depression, insomnia, headache, renal neoplasm, vaginal discharge, visual acuity reduced, pyrexia, chills, haemorrhage and mood altered outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved. The reporter considered abdominal distension, chills, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, haemorrhage, headache, insomnia, menorrhagia, migraine, mood altered, pelvic infection, pelvic pain, pyrexia, renal neoplasm, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual acuity reduced and weight increased to be related to essure. The reporter commented: on (B)(6) 2017: findings: uterus measure 8.9 x 5.4 x4.6 cm. Inhomogeneous echotexture nonspecific but could be seen in the setting of adenomyosis. There appear to be bilateral fallopian tube occlusion coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Pathology test - on (B)(6) 2017: gross description: a. Received is a container labeled with the patient's name and unit number and designated umbilical mole. ~t contains a 2.1 x 0.2 cm ellipse of skin 0.3 cm from one margin and 0.4 cm in diameter pigmented lesion. The specimen margins are inked blue and the specimen tip adjacent to the lesion is inked red. The lesion is sectioned and entirely submitted with closest margin in cassettes 1 and 2. The remaining skin is unremarkable and is entirely submitted in cassette 3. B. Received is a container labeled with the patient's name and unit number and designated uterus, cervix, bilateral fallopian tubes. It contains a uterus with attached cervix and attached bilateral fallopian tubes weighing 94 grams. Tt1e uterine corpus measures 4.5 x 5.5 x 4cm. Tile attached cervix measures 3.5 cm in length. The ectocervix measures 2.8 cm in diameter with a slit-like 0.8 cm os. The uterine serosal surface is smooth, tan and unremarkable. The ectocervical mucosa is white, smooth and unremarkable. The right fallopian tube measures 6.5 x 0.3 cm and left fallopian tube 6.5 x 0.3 cm. Within the tubal spaces are essure coils in their proper locations. Opening the uterus reveals an unremarkable endoe8fvieal canal. The endometrial cavity measures 3 x 2 x 0.3 cm. It has a suggestion of scarring possibly representing prior ablation. Sectioning tt18 wall reveals no intramural nodules. Representative sections are submitted as follows: cassettes 1 and 2 cervix, cassettes 3 througt1 7 and 16 through 20 endometrium in toto, cassettes 8 through 11 right fallopian tube, cassettes 12 u1rough 15 left fallopian tune.. Ultrasound pelvis - on (B)(6) 2007: results: total bilateral occlusion. On (B)(6) 2017: gross description: a. Received is a container labeled with the patient's name and unit number and designated umbilical mole. ~t contains a 2.1 x 0.2 cm ellipse of skin 0.3 cm from one margin and 0.4 cm in diameter pigmented lesion. The specimen margins are inked blue and the specimen tip adjacent to the lesion is inked red. The lesion is sectioned and entirely submitted with closest margin in cassettes 1 and 2. The remaining skin is unremarkable and is entirely submitted in cassette 3. B. Received is a container labeled with the patient's name and unit number and designated uterus, cervix, bilateral fallopian tubes. It contains a uterus with attached cervix and attached bilateral fallopian tubes weighing 94 grams. Tt1e uterine corpus measures 4.5 x 5.5 x 4cm. Tile attached cervix measures 3.5 cm in length. The ectocervix measures 2.8 cm in diameter with a slit-like 0.8 cm os. The uterine serosal surface is smooth, tan and unremarkable. The ectocervical mucosa is white, smooth and unremarkable. The right fallopian tube measures 6.5 x 0.3 cm and left fallopian tube 6.5 x 0.3 cm. Within the tubal spaces are essure coils in their proper locations. Opening the uterus reveals an unremarkable endoe8fvieal canal. The endometrial cavity measures 3 x 2 x 0.3 cm. It has a suggestion of scarring possibly representing prior ablation. Sectioning tt18 wall reveals no intramural nodules. Representative sections are submitted as follows: cassettes 1 and 2 cervix, cassettes 3 througt1 7 and 16 through 20 endometrium in toto, cassettes 8 through 11 right fallopian tube, cassettes 12 u1rough 15 left fallopian tune. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, haemorrhage, vaginal discharge. Concerning the injuries reported in this case, the following ones were added from social media: pyrexia, chills, haemorrhage, mood altered. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media record received. Events: fever, chills, blood loss, moody were added. Reporter's information was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia/ heavy bleeding"), vaginal haemorrhage ("abnormal bleeding vaginal/ underwent repair of right side of vaginal cuff which had arterial bleeding/ spotting after essure") and pelvic infection ("pelvic infection") in a 42-year-old female patient who had essure (batch no. 625898-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, cesarean section, augmentation mammoplasty and drug allergy. Previously administered products included for an unreported indication: yazmin. Concurrent conditions included body mass index normal, dizziness and chronic cervicitis. Concomitant products included calcium w/magnesium (calcium magnesium), cocos nucifera oil (coconut oil), cholecalciferol (vitamin d3), curcuma longa rhizome (turmeric), frovatriptan succinate monohydrate (frova), ginkgo biloba, lactobacillus acidophilus (microgenics probiotic 8), lorazepam, multivitamin, omega-3 triglycerides (omega 3 fatty acids), sambucus nigra (elderberry), sertraline, vaccinium macrocarpon (cranberry), valaciclovir, vitamin b12 nos and zolpidem tartrate (ambien). In (B)(6) 2008, the patient had essure inserted. In (B)(6) , the patient experienced vaginal haemorrhage (seriousness criterion medically significant), migraine ("migraine"), headache ("headache"), visual acuity reduced ("vision/eye problems type: bifocals") and weight increased ("weight gain"). In (B)(6) , the patient experienced vaginal infection ("vaginal infection"), cystitis ("bladder infection") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) , the patient experienced urinary tract infection ("urinary tract infection"), renal neoplasm ("tumor / teratoma / cancer type: kidney"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), abdominal distension ("bloating"), depression ("depression"), insomnia ("insomnia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (to remove the essure implant), surgery (ablation) and surgery (underwent repair of right side of vaginal cuff). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, depression, insomnia, headache, renal neoplasm, vaginal discharge and visual acuity reduced outcome was unknown, the menorrhagia, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the pelvic infection, vaginal infection, urinary tract infection, cystitis, migraine and weight increased was resolving. The reporter considered abdominal distension, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, insomnia, menorrhagia, migraine, pelvic infection, pelvic pain, renal neoplasm, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual acuity reduced and weight increased to be related to essure. The reporter commented: on (B)(6) 2017: findings: uterus measure 8.9 x 5.4 x4.6 cm. Inhomogeneous echotexture nonspecific but could be seen in the setting of adenomyosis. There appear to be bilateral fallopian tube occlusion coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Ultrasound pelvis - on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2017: gross description: a. Received is a container labeled with the patient's name and unit number and designated umbilical mole. ~t contains a 2.1 x 0.2 cm ellipse of skin 0.3 cm from one margin and 0.4 cm in diameter pigmented lesion. The specimen margins are inked blue and the specimen tip adjacent to the lesion is inked red. The lesion is sectioned and entirely submitted with closest margin in cassettes 1 and 2. The remaining skin is unremarkable and is entirely submitted in cassette 3. B. Received is a container labeled with the patient's name and unit number and designated uterus, cervix, bilateral fallopian tubes. It contains a uterus with attached cervix and attached bilateral fallopian tubes weighing 94 grams. Tt1e uterine corpus measures 4.5 x 5.5 x 4cm. Tile attached cervix measures 3.5 cm in length. The ectocervix measures 2.8 cm in diameter with a slit-like 0.8 cm os. The uterine serosal surface is smooth, tan and unremarkable. The ectocervical mucosa is white, smooth and unremarkable. The right fallopian tube measures 6.5 x 0.3 cm and left fallopian tube 6.5 x 0.3 cm. Within the tubal spaces are essure coils in their proper locations. Opening the uterus reveals an unremarkable endoe8fvieal canal. The endometrial cavity measures 3 x 2 x 0.3 cm. It has a suggestion of scarring possibly representing prior ablation. Sectioning tt18 wall reveals no intramural nodules. Representative sections are submitted as follows: cassettes 1 and 2 cervix, cassettes 3 througt1 7 and 16 through 20 endometrium in toto, cassettes 8 through 11 right fallopian tube, cassettes 12 u1rough 15 left fallopian tune. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: migraine, pelvic pain, haemorrhage, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: quality safety evaluation of product technical complaints. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.